Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via the sheath into the pt's left femoral artery. The patient's heartbeat is noted as 135. According to the description of the event there was a poor augmentation of the balloon pressure waveform. After 5 minutes of intra-aortic balloon (iabp) therapy the rn perfusionist observed blood in the body of the catheter however, the pump did not alarm. The iab was removed and replaced. The iabp therapy was delayed/ interrupted for 7 hours. X-rays were performed however, they are not available for review. There was no reported pt death or injury. Medical/surgical intervention was not required. The pt outcome is listed as good. Add'l info received on (B)(4) 2012 by the sales rep stated the pump was not sent to biomed. On (B)(4) 2012 the following info was received from the sales rep stating the blood did not reach the pump. Blood was noticed in the iab catheter however, the pump did not alarm. Yes, the same pump was used for the second round of iabp therapy for this patient.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.